Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease and spinal pain. It was reported that the patient's stimulation moved gradually out of their back and into their legs predominantly. The impedances were tested on their system and found that there were impedances greater than 10,000 ohms on zero to seven. Electrodes 11 and 12 and through 15 were all within normal impedances. Reprogramming was attempted and they were able to capture the current low back pain with the remaining electrodes. The patient was satisfied. The patient was satisfied with the coverage. The rep stated that there are no interventions or follow-up planned at this time and that they are satisfied with their coverage. No further complications were reported or anticipated.